Event description:
The customer reported that during a procedure, minor oozing occurred. It is unknown if a regrasp alarm or an end tone was heard. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.